Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdvs0110 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (asdvs0110) have been reported from the same facility in (B)(6).

Event description:
It was reported that disconnection occurred with the extension tube connection. It was stated this occurred with two devices. This report addresses the second device. On (B)(6) 2021- disconnected between the luer adaptor and the tubing.